Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by handling the device in accordance with the following IFU. Evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. Evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process in addition to foreign material exiting from the air/water nozzle due to insufficient cleaning, additional findings were as follows: suction cylinder has no color; color ring had a crack; electrical connector had a stain; plastic distal end cover was deformed; adhesive around objective lens had discoloration; adhesive around light guide lens had discoloration; adhesive on bending section cover was detached; and connecting tube had a wrinkle. The following device components were found scratched: grip, scope cover, switch box, and universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera ii gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was foreign material exiting from the air/water nozzle. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.